Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. It was indicated that the right ventricular lead exhibited low impedance. The lead was explanted and replaced successfully and the patient's condition remained stable throughout the event. The patient did not experience any adverse events as a result of the anomaly prior to procedure.